Event description:
On (B)(6) 2022, drive received a medwatch report, related to a heating pad. The medwatch report was completed on (B)(6) 2021. The end user reported that "the unit felt like it was getting too hot, so I removed it. I then noticed the unit smoking, so I immediately unplugged it and then noticed burn marks on the plastic inner cover and the other cloth cover." Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update as soon as additional information becomes available.

Event description:
On (B)(6), 2022, drive received a medwatch report relating to a heating pad. In the medwatch report, the end user reported that "the unit felt like it was getting too hot, so I removed it. I then noticed the unit smoking, so I immediately unplugged it and then noticed burn marks on the plastic inner cover and the other cloth cover." Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update as soon as additional information becomes available.